Manufacturer narrative:
This report is submitted on june 05, 2017.

Event description:
Per the clinic, the patient experienced migration of the receiver-stimulator and poor performance with device use subsequent to sustaining a head injury. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on july 04, 2017.